Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensors were replaced.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.